Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-product analysis: the device was returned and evaluated by product analysis on 06/08/2015 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the pump¿s black box revealed the last basal delivery occurred on 04/06/2015 at 1855. An unconfirmed call service alarm occurred for 3 hours. The total daily dose correctly reflected the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries made during investigation were accurately recorded in the pump¿s history.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump¿s basal history did not appropriately reflect the user programmed basal rate. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.